Manufacturer narrative:
A visual inspection was performed. Prior to this observation the small piece of plastic was trapped between the cassette sheeting and a cassette rib. A simulated therapy was performed which dislodged the piece of plastic resulting in the plastic ending up loose in the cassette. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a piece of plastic was observed loose in the cassette. No additional information is available.